Event description:
Treatment of an aneurysm and avm (arteriovenous malformation). On (B)(6) 2014, the patient underwent onyx embolization treatment. The patient¿s anatomy was normal in tortuosity. During the procedure, it was reported the catheter broke after dmso and onyx were injected into it. The catheter was completely removed from the patient. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2014-00573.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. Note: the radial button for additional information was inadvertently selected and could not be removed. This is an initial report and not a follow-up. (B)(4).